Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital, (B)(6) corporation. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter left in place from (B)(6) 2025. When doctor attempted to remove and replace it, the distilled water removed was yellowish. Furthermore, there was resistance when tried to remove it as it got stuck about 1cm around the glans. After determined that there was no water left in the balloon and removed it without bleeding. When re-inflated the removed balloon, no damage was found, and when deflated it again, they discovered a cuff.